Manufacturer narrative:
The lot was manufactured july 20, 2017 ¿ july 21, 2017. The device was received for evaluation containing approximately 105 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused the desired medication. During patient infusion at the hospital, the infusor delivered 10ml after one hour; however, the expected flow rate was 2.5ml/hour. The infusor was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.